Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the service technician indicated that white residue in the air/water channel and cylinder were found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction was not able to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.